Event description:
It was reported that this lead was an attempted implant due to an unknown product performance issue. A new lead was implanted. No additional adverse patient effects were reported.

Event description:
It was initially reported that this lead was an attempted implant due to an unknown product performance issue. Further information confirmed it was due to tissue being caught in the helix after extending and retracting it two times. A new lead was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
This lead was returned to our post market quality assurance laboratory with the helix mechanism in an extended position. Visual inspection found dried body fluid and tissue were noted in the helix housing. Subsequent testing did not identify any product abnormalities that may have caused or contributed to the reported clinical observations. Laboratory analysis was unable to conclusively determine the root cause of the reported helix extension/retraction problems.

Event description:
It was initially reported that this lead was an attempted implant due to an unknown product performance issue. Further information confirmed it was due to tissue being caught in the helix after extending and retracting it two times. A new lead was implanted. No additional adverse patient effects were reported.